Manufacturer narrative:
E1/establishment name: (B)(6) hospital, organization for the promotion of regional medical functions (documented here due to character limitation in respective field). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed an e226 endoscope connection error when used in combination with a camera head. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Updated d8, d9, h3, h4, and g2. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction could not be reproduced. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.